Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient fractured the right ventricular defibrillator lead after taking a fall and breaking his arm. The patient experienced trauma from the lead fracture. The lead was explanted and replaced. The patient condition was stable after procedure.